Manufacturer narrative:
Product is not expected to return as it remains in service, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. This supplemental report was filled to correct field b3: "date of event". If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity of this implantable device was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Disk analysis revealed that the patient had atrial fibrillation/atrial tachycardia and required high rate atrial sensing. This impacts the battery consumption of the device and it is an expected observation with the change in patient condition. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
Product is not expected to return as it remains in service, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the longevity of this implantable device was lower than expected during follow up and the customer wanted to confirm if there was premature battery depletion. Disk analysis revealed that the patient had atrial fibrillation/atrial tachycardia and required high rate atrial sensing. This impacts the battery consumption of the device and it is an expected observation with the change in patient condition. No adverse patient effects were reported. This device remains in service.